Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and motor error during rewind. The customer¿s blood glucose was 106 mg/dl. The customer was assisted with troubleshooting. Customer reports they were unable to describe the possible damage to the drive support cap. Customer was unable to complete insulin pump rewind due to insulin pump alarm. The device will be returned for analysis.